Event description:
It was reported that prior to starting a da vinci s surgical procedure the mega suturecut needle driver instrument was not recognized. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one of the instrument pogo pins was stuck. One out of the four pins lay lower than the other three pins. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage was likely due to improper cleaning. Failure analysis also observed that the pitch cable was frayed at the distal clevis hub with loose tension. Failure analysis opened the housing and found the same loose cable around the corroded clamping pulley. Multiple clamping pulleys exhibited corrosion around the screw head. The evidence was inconclusive, but the damage was likely due to improper cleaning. No other damage was found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.